Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and reported the patient is deceased and died approximately two months after developing infection and endocarditis. The information reported the patient died "after deterioration of general condition." Additional information related to the cause of death was requested and not received.

Event description:
Additional information was received and reported the patient's device system was explanted prior to death. The cause of death was due to renal insufficiency and respiratory failure.

Event description:
It was reported that approximately four weeks post implant of the implantable pulse generator (ipg) system, the patient developed staphylococcus aureus endocarditis. The infection was reported to be related to the implant procedure. The patient was hospitalized and treated with intravenous and oral antibiotics. The device system remains in use. The patient was a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).